Event description:
The device was returned to the manufacturer after prophylactic explant due to the field advisory. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. Further review of this event file indicates the device was functioning at the time of explant; therefore, the conclusion has been updated to reflect this.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the u.s. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.